Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from the consumer regarding a patient receiving fentanyl, bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was chronic low back pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient was being overdose. No further complications have been reported as a result of this event.